Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent low blood glucose while using the ilet, along with a prior supply-related cartridge leak that was resolved through troubleshooting and education. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included transient low glucose with blood glucose in range at the time of the follow-up call and no hospitalization. Investigation included remote troubleshooting and user education, with a recommendation to consult the clinical diabetes specialist for potential factory reset authorization. Investigation of this case revealed resolution of the cartridge leak with no ongoing device leak observed and continued episodes of low glucose under evaluation, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further clinical review.